Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B) (4) no anomalies found; full lead in segments returned for analysis. Evaluation summary: (B) (4) no anomalies found; full lead returned for analysis.

Event description:
It was reported that during lead revision of the right ventricular lead, the right atrial and left ventricle leads were displaced. Both leads were extracted and replaced. No patient complications were reported as a result of this event. It was later reported that during lead revision of the right ventricular lead, the right atrial and left ventricle leads were displaced. Both leads were extracted and replaced. No patient complications were reported as a result of this event.